Event description:
Glass fragments located on the needle of a 3/10 cc insulin syringe. The syringe was not used. This is a 2nd report of the same problem involving a syringe of the same lot number. This 2nd syringe was in the same box of 100 but was in a separate bag of 10.